Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was evaluated by a field service engineer and the customer's complaint was not confirmed. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite ii video system center had an issue with the front panel blacking out and no image was displayed except the color bar. The issue was found during maintenance. There was no patient involvement.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.